Event description:
It was reported that the patient had a re-occurring infection at the site of implant. The patient was prescribed with oral antibiotics.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of months ago from date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a re-occurring infection at the site of implant. The patient was prescribed with oral antibiotics. Additional information was received that the patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted device components were not returned as they were kept by the medical facility. No device malfunction was suspected. No further information has been obtained despite good faith efforts.